Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. When removing gray positioner of the contralateral iliac leg delivery system, large amount of blood leaked from the hemostatic valve (1820334-2009-00577). After the removal of the contralateral iliac leg sheath, the physician quickly inserted another manufacturer's 14fr long sheath in order to stop the leakage. Blood infusion was not performed. It was revealed that the placed contralateral iliac leg was stenosed, so another manufacturer's stent was placed at the stenosis site as a preventive measure. The stenosis was resolved. The patient is in recovery, there was no prolonged hospitalization.

Manufacturer narrative:
No imaging was provided to assist in this investigation. The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. No definitive cause can be reported at this time. We will continue to monitor for similar events.